Event description:
Caller reported performa blood glucose results of 28 mg/dl, 232 mg/dl, and 227 mg/dl within 10 minutes. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips, replacement sent.